Event description:
Hosp advised that the channel alarmed and displayed "air-in-line". The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. There was no pt consequence.